Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported the pump intermittent unexpectedly shutdown. Customer¿s blood glucose was between 300-400 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting, however, a response was not received.